Event description:
A us distributor reported that an electrode belt and reported add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.